Event description:
It was reported to medtronic minimed that the customer experienced drive/motor anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for general documentation. No harm requiring medical intervention was reported. Mmt-1884l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, basic occlusion, force sensor, occlusion, and self tests; it failed prime/seating test since motor load terminated prematurely. Thump software was utilized and uploaded trace/history files properly. The adapt tool does not list any delivery related alerts/alarms nor does it list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. As the boards were being pulled out of the case, the motor sleeve was stuck to the motor slide. There was some solid gunk on the outside of the motor slide. In summary, the customer¿s report that the motor no longer moves was confirmed during testing. The loading anomaly is due to the motor slide sticking to the motor sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.